Manufacturer narrative:
(B)(4). Stimloc. Final analysis of the lead (lot# v159369) revealed the conductor coils were crushed and all four conductors were broken 2.9 cm from the proximal end. There were suspected tool marks in the outer insulation at that location. This was adjacent to the area where the outer insulation was severely pinched (likely location where the suture was tied around the small end of the boot). Also, the lead was severely stretched at the #0 conductor and the #0 conductor broke at the #0 conductor weld site. All circuits were open. Final analysis of the extension ((B)(4)) revealed it was functionally okay. Continuity was acceptable on all circuits and there were no shorts. Final analysis of the distal segment of the extension (serial# unk) revealed it was okay, but cut through. The cut was suspected damage from explant. Continuity was acceptable on all results and there were no shorts. Final analysis of the stimloc revealed there was no anomaly found. Final analysis of the stimloc revealed it was assembled incorrectly. The base, clip, and cap were returned still assembled with the lead in place; however, the support clip was not aligned properly in the base and was not closed.

Event description:
It was reported there was a confirmed open circuit on multiple electrodes. An x-ray was taken, and the results showed there was a fracture. The pt also had pain at the stimulator incision, and the pt had tachycardia. The stimulator was turned off for a week and the tachycardia resolved. The device was reprogrammed, but the results of the programming were unclear. The lead was replaced due to the break, and the pt recovered without sequela.